Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 12.5 mmol/l at the time of incident. The customer stated that the insulin was hard to push during plunger push. The customer was advised to change the reservoir. The customer performed plunger push and the insulin was easier to push. The customer was advised that the issue was resolved by changing the reservoir. The reservoir will not be returned for analysis.